Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the cautery stopped working. It worked on a couple of vessels then quit. The power supply was changed out three times with the same results, it would work then quit. A hemopro 2 kit was changed out, which did not fix the problem. The adapter was changed as well without fixing the problem. The hemopro 2 extension cable was physically held together by the circulator in an "s" - like shape at the connection of the adapter and the extension cable, which helped fix the problem and the case was completed. The cable was never swapped out but the hospital believes it's a problem with the extension cable. Some corrosion was noted at the harvester's end of the extension cable. The hosp did not report any pt effects.